Event description:
It was stated that the pump had error 41622. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. Visual inspection internally showed contamination on the cam sensor. The cam sensor was replaced. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.